Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that there was a self test fault. The rse guided the customer through a manual self-check, and after that, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: +(B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a self test fault. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.